Manufacturer narrative:
P-cap locked in place properly during testing. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The numbers were not ramping or the scroll bar was not moving up or down with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.